Manufacturer narrative:
Correction to g.3. Aware date of the initial medwatch. Aware date should have been listed as 11-feb-2026.

Event description:
Healthcare professional reported "ruptured" diagnosed via ultrasound. Later healthcare professional reported "explant was intact". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured". This record is for the right side. Device was explanted.